Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation concurrently with cystoscopy. It was reported that patient underwent robotic assisted total laparoscopic hysterectomy/ bilateral salpingo-oophorectomy with cystoscopy due to endometrial hypertrophy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient later experienced recurrence of pain and urinary problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.